Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had no power to modules attached to the 8015 in a particular order. Tech recommends replacing switching power supply and power supply board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed npi 8015 no power to modules. Technical support: power supply processor board: informed customer this is most likely due to the power supply board. However it could also be the switching power supply. Recommended replacing both. Provided part numbers. Customer will order parts through their internal process. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
It was reported that the device had no power to modules attached to the 8015 in a particular order. Tech recommends replacing switching power supply and power supply board. There was no patient involvement.